Event description:
It was reported that the external pulse generator (epg) was broken. The epg was returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the generator being "broken", its liquid crystal display was out of specification, it was missing pixels. Analysis also found that the upper case was broken and dented, the lower case was broken, the side bail covers, ring cover and side bails were contaminated, the battery contacts were compressed and the ring was bent. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).